Event description:
The patient reported intermittent, uncomfortable ipg pocket stimulation originating from the left lead. To resolve this issue, the ipg was replaced.

Manufacturer narrative:
Patient weight and event date are estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.